Manufacturer narrative:
The technician found the left siderail end tube was snapped in half. The technician replaced the end tube to resolve this issue.

Event description:
Info rec'd indicates the siderail will latch in the up position but if pressure is applied, the siderail would not stay up.